Event description:
In 2005, nellcor puritan bennett received a report where it was claimed that a 8dic inner cannula appeared to be about 1/2" longer than usual. The caller reported that this caused irritation to the pt.